Event description:
The consumer reported they had a battery replacement on (B)(6)-2015. The patient was unsure what went wrong, but she had to go back again on (B)(6)-2015 to correct or replace the battery. The patient wondered if the issue was due to the battery or a mistake by the physician. The patient experienced pain symptoms, they were unable to walk, sit or stand and most of the time they had to lay down. The device worked now and it relieved the pain. Indications for use include failed back surgery syndrome

Event description:
Additional information received from the consumer reported that the patient had a battery correction on (B)(6)-2015 because it would not stay in place. The patient stated she was better now, and she was still recovering. Associated patient symptoms included the inability to sit, stand, or walk; the patient's left leg would not move. It was further reported that the patient was able to walk better and sit longer after a healthcare professional corrected the battery problem, but the patient had to take pain pills. The patient stated she never had to [take pain pills] until a healthcare professional made a mistake on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.